Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device exhibited a high out of range impedance measurements via their weekly remote monitoring reports. The patient later attended clinic for follow-up and the device interrogated along with full maneuvers performed however, similar values were unable to be duplicated; all values were showing in range measurements. Additionally, no noise nor anything unusual was observed and a chest x ray of the ap and lateral were reported as unremarkable. Technical services (ts) was contacted for recommendations, to include report interpretation guidance. Ts reviewed device data and confirmed the out of range (oor) high alert trigger. Measurements were on subsequent days and showed an impedance of greater than 400 ohms however, only in a single polarity. The device automatically switched to the in range polarity option and remained programmed to reverse polarity. Prior to the date of the oor alert, there had been several single, oor impedance measurements with in range impedance values, 24 hours later, thus no alerts triggered. Ts provided alert guidance for the latitude remote monitoring system; stating that a high impedance (hi) alert will only be triggered when two consecutive oor measurements are recorded. If an impedance measurement is greater than 400 ohms, the measurement is repeated 24 hours later. If the second measurement also reports an oor impedance, the hi alert is then triggered. Guidance was provided to further system evaluate, ensuring no system integrity issues. To date, no intervention and no resulting adverse patient effects have been reported. It was later reported that the patient had undergone thoracic surgery, at some point in the past at which time it was suspected that the surgeon had stitched the electrode to the fascia with the sternal wires. The following physician will review the case and determine the patients current requirement for therapy and if possible, remove the sicd and forgo any new system implant. However, if therapy is still required, the sicd device system is still intended to be replaced with a transvenous system.